Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2027 due to diabetes ketoacidosis with high blood glucose of 510 mg/dl. The current blood glucose was 155 mg/dl. The significant events leading to hospitalization that, she had a viral infection. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Last night she was not receiving insulin the cannula was bent but it did not give her an error message. Customer was wearing same site until yesterday when she removed it and it was bent. Assisted with performing the high pressure test which was passed. Repeated high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.